Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer was unable to stow the system as the universal surgical manipulator (usm) 3 was showing draped when not. The procedure was completed with no reported patient harm.